Event description:
It was reported that, shortly after implant, this right ventricular (rv) lead exhibited high out of range (oor) shock impedance measurements. Technical services (ts) confirmed no noise was observed and recommended reprogramming options as well to continue to monitor. As of today, the measurements are within normal limits. No adverse patient effects were reported. The lead remains in service.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.